Event description:
Information received by medtronic indicated that the customer inpen screw is not moving as intended. Troubleshooting was performed reports screw is not moving as intended. No further patient complications were reported. The customer will continue the use of the inpen and will not be returned for analysis

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.